Event description:
Plaintiff alleges the development of severe latex allergy from her exposure to latex gloves. She alleges that this has interfered with her ability to perform the customary and usual duties of her chosen profession. Further alleges suffering pain, suffering and permanent disability.